Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low reservoir and upon inspection the customer realized that the reservoir was empty, but they did not check the status of the device to see how many units were displayed on the screen. The blood glucose was unknown. Nothing further was reported.